Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Corrected data: PMA/510(k) #.

Event description:
It was reported that during a rf lesion procedure on (B)(6) 2025 (estimated date) the temperature did not get up to the target temperature. As such, the procedure was cancelled. There was no adverse patient consequences.

Manufacturer narrative:
Date of event is estimated.